Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the sample was returned. The weld bonds appeared to be consistent around the entire circumference of the bond, with no defects noted. The balloon was returned detached from the catheter. The distal end of the balloon had been pulled through the proximal end, resulting in the balloon being prolapsed over itself. Unraveled fibers were present on the very proximal end of the balloon. The unraveled fibers measured approximately 4.7cm in length. The balloon catheter weld bond was examined under microscopic magnification. The weld bonds appeared to be consistent around the entire circumference of the bond, with no defects noted. A kink in the catheter was observed approximately 45.0cm from the strain relief. After review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user facility. Both marker bands were present on the catheter. No other anomalies were noted on the returned device. Functional/performance evaluation: using needle nose pliers, the balloon was inverted and the prolapsed portion of the balloon was straightened out in order to examine the entire surface of the balloon for any ruptures. No signs of a rupture were present on the balloon. Due to the poor sample condition, the balloon was unable to be inflated to determine whether a pinhole rupture was present. Medical records and image/photo review: no medical records or images/photos were provided for review. Conclusion: the investigation is confirmed for a balloon detachment and unraveled balloon fibers based on the condition in which the sample was returned. The investigation is inconclusive for a balloon rupture, as no ruptures were observed and functional testing to inflate the balloon could not be performed due to the poor sample condition. It is likely that the balloon rupture contributed to the balloon detachment. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current atlas gold pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an aaa procedure the pta balloon allegedly ruptured (atm unknown) during the first inflation. It was further reported that during retraction, the balloon allegedly detached from the catheter and was left on the wire. It was reported that the balloon catheter was removed from the patient and a snare device was used to capture the detached balloon. Reportedly, another balloon was loaded over the same guidewire to complete the procedure. There was no reported patient injury.